Manufacturer narrative:
Pump was received with critical pump error (open book image) alarm during testing due to moisture damaged electronic assembly on pcb1. Unit was received with corroded battery tube and minor scratched lcd window. (B)(4).

Event description:
It was reported that the insulin pump had damage. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.